Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that she was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the emergency room visit was 326 mg/dl. The caller reported being nauseous and dizzy and having abdominal pain. The caller stated that the customer had increasingly high blood glucose levels over two months leading up to the call. The customer was wearing the insulin pump at the time of the emergency room visit. The caller advised that they would call back later for high blood glucose level troubleshooting. The device will not be returned for analysis.